Manufacturer narrative:
Exact date unknown, event occurred in december 2021. Third week of december 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed infection and underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.